Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error, "backup alarm failed". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was the error, "backup alarm failed". The issue was unable to be duplicated but it was noticed twice in the event logs. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). Onsite service is currently pending.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The cpu pcba was tested and the failure was unconfirmed. This cpu pcba was verified to be functional with no error. D4 updated.